Manufacturer narrative:
No unexpected signal too low alarms, unexpected restart alarms, or spanish software anomaly alarms were noted during testing. Multiple spanish software anomaly alarms were noted in alarm history screen due to a corrupted history file. The unit was received with random blank display anomalies due to broken solder joints on a component of mother board that shorted out. The insulin pump was unable to perform the self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test, operating currents measurements and off no power test due to the random blank display anomaly. The low battery life anomalies could not be verified due to the random blank display anomaly. The insulin pump was received with minor scratches on the liquid crystal display window, cracked case at the liquid crystal display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, signal too low, and spanish software anomaly. The customer stated that the insulin pump quit working, and when he changed the battery, the device kept resetting itself repeatedly. The customer's blood glucose was 105 mg/dl. He was advised that the insulin pump may give a spanish software anomaly alarm if the device was without a battery for an extended period of time. The customer declined to proceed with the troubleshooting procedure for the signal too low alarm. The customer requested to replace the insulin pump and declined to return the device for analysis.